Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have experienced sensor glucose versus blood glucose differences with threshold suspend. Customer stated that she felt low so she drank some juice. Customer's sensor glucose was 40 and blood glucose was 381 mg/dl. Customer was advised that their blood glucose and sensor glucose were not within acceptable range. The sensor will be replaced for analysis.